Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly will not be explanted at this time due to medical issues. The patient remains implanted. A review of the device history record revealed that the device failed the helium leak test. Advanced bionics believes that the patient experienced an in-situ failure. This is the final report.

Event description:
The patient reportedly experienced loss of lock with her internal device. External equipment was exchanged; however, this did not resolve the issue.